Event description:
It was reported the device was due for replacement soon. Premature battery depletion was suspected. The device was explanted.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench; no anomalies were found and the device met all specifications.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.